Event description:
It was reported that during the implant procedure, the lead was damaged by the physician. The lead was measured by the psa and an abnormal value was observed. The lead was capped and replaced. After the implant procedure, the lead then dislodged when the patient took a deep breath. The lead was explanted. There were no adverse consequences to the patient. The patient was discharged as planned.